Manufacturer narrative:
No product was returned. Product information required to review the device history records and search the complaint database by lot was not provided. The investigation could not verify or draw any conclusions about the reported infection or device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection.